Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of component damage was received from the customer. No product or photo was returned by the customer. The customer complaint of damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30883 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the pca set antisiphon vlv 92 inch experienced defective/damaged tubing, blood backflow during infusion, and leakage. The following information was provided by the initial reporter: material #: 30883, batch/ lot #: unknown. Tear in pca tubing; item retained. Item being routed. Extent of harm: reached the individual. Item not reported, lot number not reported. No photos documented, requesting photo of current stock on shelf for pca tubing. Rn and cn noted drops of blood on floor near IV pole and blood was backing up in the line. Tear in the pca tubing noted. Tubing changed. 28.5 ml wasted (total with tubing: 30.6ml). Unable to withdraw morphine d/t crack in line.